Event description:
The lens did not exit the delivery device correctly due to the incision not being large enough. The doctor enlarged the incision to replace the lens.

Manufacturer narrative:
See MDR 1920664-2009-00063 for the delivery device used with this intraocular lens.